Event description:
In early 2011 I attempted to have the essure procedure, but the doctor was only able to put the coil into my left tube, my right tube was covered with scar tissue, so I ended up having to have my tubes tied anyway, so on my left side I have both the essure and a clamp from the tubal procedure. Ever since I have had pain during intercourse and when it is my time of the month I have numbing in my left leg and stabbing pains in my left lower back. I have been to the doctor several times about it, and they want to do a partial hysterectomy.